Manufacturer narrative:
Patient's weight unk. Relevant tests/laboratory data unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular(rv) and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Both the ra and lv leads were removed successfully with traction and a manual sheath (manufacturer unk). The physician chose a spectranetics 12f glidelight laser sheath to remove the rv lead. The physician upsized to a 16f glidelight device (with its outer sheath) when the rv lead began to have insulation snowplow (bunching up onto itself). He then lost control of the outer insulation of the lead and some of the lead pulled back and stretched out. The 16f glidelight had advanced to the proximal portion of the lead's distal ICD coil, and he reported he still had a ''rail'' to work with (meaning the ability to keep the lead tight so the device can follow a clear path within the vasculature). He switched to a spectranetics 13f tightrail rotating dilator sheath over the lead to the lead's distal coil and began to activate the device. Within 30 seconds the patient experienced loss of blood pressure with zero cardiac output. Rescue efforts began immediately, including bypass and sternotomy. A superior vena cava (svc) perforation was discovered and was successfully repaired. The patient was transferred to ICU. Later that evening, the patient's status declined and he went into multi-organ failure. The patient died on (B)(6) 2021. This report captures the 13f tightrail device which was in use when the svc perforation occurred, requiring intervention but resulted in death. There was no malfunction of the tightrail device in use during the procedure.